Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch # unk. Additional information was requested, and the following was obtained: if yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) press home botton. If the home button was pressed, did the knife fully return to its home position? Yes. If the jaws could not be opened, how was the device removed? The jaws be opened, cut but not stapled. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished device pve35a lot number c9dr9t and no non-conformances were identified.

Event description:
It was reported that during a thoracic procedure, the ethicon echelon flex 35mm gun (which staples and then cuts) only cut. When pressed it made a different noise while the gun had to staple and it did not staple, but it did cut. No patient consequences reported. No further information is available.